Manufacturer narrative:
Product not returned to manufacturer

Event description:
It was reported that the hex tool (rhl2.5) got jammed while placing the implant (tsvwb10). It was also reported that the site was grafted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The customer did not return the reported driver for inspection and evaluation. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for screw-vent® implants¿ 9665 rev 0-09/14 information identified: technique information ¿ step 6. Rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent® and screw-vent implants surgical manual #5161. Complaint alleges the hex driver became stuck in the implant, and required the implant to be removed. Functionality testing revealed that the returned implant would assemble and disengage with a house rhl2.5 driver. The complaint is non-verifiable, as the driver was not returned, and the implant did not show any functional deficiency that would cause this event. A definitive root cause for the related event could not be determined.